Event description:
A malfunction alarm was reported, displaying malf 12, but there were no notable events prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The customer was unable to reset the pump at the time of the call, so technical support provided pump reset information, and the customer was advised to follow up. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.